Event description:
It was reported that the box of syringes 3ml ll w/ndl 23x1 rb had no expiration date on the label. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "I have 6 boxes of syringes (100 count per box) that do not have an expiration date on the box and packaging."

Manufacturer narrative:
H.6. Investigation: two photos displaying a 100-count shelf carton and blister pack from batch 1053817 (p/n 309571) were received and evaluated. No defects were observed. The DHR for the product in this complaint is not available for review as records are only maintained for seven years. Based on the information on the label 1053817, the product was manufactured in 2010. This batch was manufactured prior to the unique device identification requirements that mandated marking individual packaging with expiration date. Batch 1053817 was manufactured correctly per product design at that time. Please note batches 1053817 was expired as of 2015 and bd does not make claims about the performance or efficacy of expired products.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the box of syringes 3ml ll w/ndl 23x1 rb had no expiration date on the label. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, "I have 6 boxes of syringes (100 count per box) that do not have an expiration date on the box and packaging."